Manufacturer narrative:
A used sample (B)(6) connected into a 0.9% sodium chloride 500ml bag and an unknown, extension set w/ drip chamber was returned for evaluation. As received no debris was observed floating inside the dry chamber. Inside the dry spike adaptor nothing wrong was observed. The sample was tested using a filtration system and plastic debris were found after the test. Complaint of particulate matter can be confirmed based in the physical sample returned by customer. The probable cause of the excess of plastic inside the dry spike adaptor was due an error during molding process from manufacturer¿s (ensenada) supplier. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The incident involved a 43 cm (17") appx 6.9 ml, trifuse add-on set w/3 clamps (blue, 2 red), dry spike adapter on an unknown date. After nurses prepare their lines by attaching the spike to saline, then attaching IV line, when priming saline, plastic is noted within IV line chamber. The events were noted during priming. There was no patient involvement, no delay in therapy, no adverse event and no one was harmed as a result of the reported event. This report captures an additional sample returned by the customer for evaluation that was not included in the customer's initial report.

Manufacturer narrative:
The complaint investigation was updated and re-summarized as follows: a used sample ch3142 connected into a 0.9% sodium chloride 500ml bag and an unknown, extension set w/ drip chamber was returned for evaluation. As received no debris was observed floating inside the dry chamber. Inside the dry spike adaptor nothing wrong was observed. The sample was tested using a filtration system and plastic debris were found after the test. The complaint of particulate matter can be confirmed based in the physical sample returned by customer. No assignable cause related to ICU medical product manufacturing or design was identified. The reported condition was replicated when using the drip chamber spike provided by the customer. The shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. The probable cause of the drip chamber tip getting broken inside of the dry spike adaptor was due to unintentional bending force applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Updated information can be found in h6.